Event description:
It was reported that the b105 bedside patient monitor fell and struck a patient resulting in hematomas.

Manufacturer narrative:
Legal manufacturer: hcs tower - 8200 w tower ave USA milwaukee, wi 53223. A1-6: not provided by the customer. D4: serial number and UDI are not available. H4: unavailable as serial number was not provided. Ge healthcare's investigation is on-going at this time. A follow-up report will be submitted when the investigation is completed.

Manufacturer narrative:
Ge healthcare (gehc) representatives went onsite to investigate the incident but the customer did not share any further details. In addition, the monitor was not available for gehc inspection as the customer continued to use it following the incident. Gehc made multiple follow-up requests for additional information pertaining to the event, the extent of the patient's injury and the patient's status. The customer did not respond to these requests. In a review of historical data, gehc did not identify any issues or adverse trends related to this incident. Due to insufficient information provided by the customer, the root cause could not be determined.